Event description:
Right knee synovitis, right knee effusion, right knee pain, right knee swelling. Information was received on 21-jul-2006 from a physician regarding a male patient of unknown age, who experienced right knee effusion and right knee synovitis. The patient began treatment with synvisc. The patient received two injections of synvisc into the right knee, seven days apart. On day of second injection, the patient experienced right knee effusion and synovitis. The last injection of synvisc was cancelled, due to the patient's symptoms. At the time of this report, the patient's outcome was unknown. The physician had not assessed the relationship of the events to synvisc.

Manufacturer narrative:
Additional information was received on 10-oct-2006 from the physician. The patient had a 7-year history of moderate osteoarthritis with knee effusion, joint narrowing and osteophytes, and had been previously treated with nsaids. He received a synvisc series in 2005. The patient received one injection of synvisc into the right knee in 2006. No effusion was present prior to the injection. One to two days post injection the patient experienced pain, swelling and effusion in the right knee. Seven days later, the right knee was aspirated and 60 ml of synovial fluid was collected. The synovial fluid was sent for analysis (results not provided). Additionally, the patient received a cortisone injection to treat the symptoms. At the time of this report, the patient has recovered without sequelae. The physician reported a definite relationship of the events to synvisc. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.